Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds. The lead was explanted successfully. The patient's condition was good prior during and post procedure.